Event description:
The customer alleged that he performed control tests and received a result of 190 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.